Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Add'l devices implanted and involved in this event: pxc141200/03582426, pxa280300/042401708.

Event description:
On (B) (6) 2005, this pt underwent repair of an enlarging infrarenal abdominal aortic aneurysm. A trunk-ipsilateral leg component was implanted distal to extreme neck angulation 10 mm below the renal arteries; a contralateral leg component was also implanted. Completion angiography demonstrated a proximal type I endoleak, so an aortic extender component was implanted final angiography revealed resolution of the type I endoleak, and the pt tolerated the procedure. Six months after the initial procedure on an unk date, a small proximal type I endoleak was identified. On (B) (6) 2009, it was reported that the angulated neck of the aneurysm had been shortening and dilating in the last six months. On (B) (6) 2009, open repair was performed due to distal endograft migration and continued dilatation of the aneurysm neck. The gore excluder aaa endoprostheses were explanted, and a vascular graft was implanted after an endarterectomy was performed. The pt tolerated the procedure.